Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investisgation will be updated should further information be provided.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and competitor's right atrial (ra) lead exhibited low out-of-range pacing impedance measurement. The patient was in atrial fibrillation so the plan was to program to vvir. Boston scientific technical services (ts) explained that there were audible lead alerts added. Additional information indicated that the source of low out-of-range pacing impedance measurement was not identified and was not confirmed through pacing system analyzer (psa). Programming changes were done. This system remains in service. No adverse patient effects were reported.